Event description:
It was reported that there was an overstimulation sensation. It was noted that the patient was at walmart yesterday and while at the checkout the implantable neurostimulator (ins) turned on and it was at a stimulation which was too strong for the patient. It was noted that the patient could not find the patient programmer to turn the stimulation down. It was noted that the stimulation was too much that the patient went to the emergency room yesterday but they did not have a programmer. It was noted that it was pushing so hard and fast on the patient¿s diaphragm that the patient thought they would have a heart attack. It was noted that it felt ¿like it could interrupt the heart rhythm and it was jacking on their neck and chest.¿ it was noted that the stimulation was getting worse by the day. Additional information received reported that the cash register turned on the device. It was noted that it made the patient¿s chest visibly move. It was noted that the patient had lost their patient programmer and could not find anyone to turn the stimulation off for 6 days. It was noted that the manufacturer representative turned the stimulation off yesterday.

Manufacturer narrative:
Concomitant: product ID 7495lz51, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 3487a-33, lot# j0206342v, implanted: 2002-(B)(6), product type lead. Product ID 7434a, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was having problems with therapy. It was noted the device was ¿rapidly misfiring.¿ it was noted the manufacturer representative (rep) turned the device off 2 months ago or possibly longer. It was clarified that ¿rapidly misfiring¿ meant that therapy was ¿on all the time.¿ it was noted the rep turned the device off for the patient. It was reported that the patient was working with her pain stim physician regarding her therapy.